Event description:
The procedure was to treat a long lesion (40mm) in the rca. The lesion was pre-dilated with a 3.0/2.0 balloon, and the vision was deployed at 16 atm. The stent delivery (sds) was retracted, but it would not come through the guiding catheter and it was noted that the balloon was not fully deflated. Another balloon was advanced in attempt to help temove the sds, but the patient's blood pressure dropped, so the decision was made to forcefully remove the vision. As it was pulled into the guiding catheter, the distal shaft separated at the guide wire exit and remained in the patient. The patient was sent to surgery and the separated shaft was removed. The patient was put on an intra-aorta balloon pump. Additionally it was reported that the contrast used during the procedure had not been used at 100%, not diluted as per the product instructions for use. After surgery, another vision was tested by pulling lightly at the guide wire junction and the shaft easily separated. This vision had been out on the table, because a second stent had been planned to be used in the patient.